Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving morphine (2.899 mg/day at 10 mg/ml) and bupivacaine (dosage of 0.7249 mg/ml at a concentration of 2.5 mg/ml) via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported that the patient had a pocket seroma. The patient reported that whoever refills the pump at her normal scheduled refills was unable to access the reservoir port due to a ball accumulating over the pump. The patient stated that this caused her no pain, and may have begun about 1.5 months prior to (B)(6) 2018. The healthcare provider (hcp) opened the pocket site, and removed tissue and fluid from the pump pocket. The pump was not disconnected. The hcp was able to aspirate from the catheter access port successfully. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.